Event description:
It was reported that the patient presented for a follow-up in the clinic. Upon interrogation, it was noted that the atrial lead exhibited an inappropriate mode switch due to noise oversensing. Programming changes were made to resolve the noise issue and later the patient presented in the hospital for lead revision. The atrial lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.